Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they are seeing a call your doctor message on their recharger. Patient stated that their implant "went to sleep" and that they need assistance waking it back up; patient mentioned that this has happened in the past and they were able to get help over the phone. Patient stated that their implant still takes a charge and that it is working but the implant took a long time to charge. Patient noted that they hadn't been turning their device on due to having a pacemaker; they forgot to turn their device back on after they had gotten their pacemaker implanted. Patient stated that they were worried about the pacemaker and stimulator bothering each other; agent advised the patient to speak with both their cardiac and stimulator doctor. Patient mentioned that they have an appointment with their stimulator doctor on january 15th and will ask about the stimulator and pacemaker at that appointment. Agent walked the patient through connecting with their implant using their recharger; patient stated that they got the screen that says to call your doctor but that they did not see a code. Agent walked patient through connecting with their patient programmer and patient saw the call your doctor screen again but also saw that the code was por and in the top left corner of the screen was an I in a circle. Agent walked the patient through clearing the por message and the patient was able to clear the por message. Agent asked the patient if they wanted to turn their stimulation back on; patient stated that they wanted to clear the por message before they turned their stimulation back on. See case (B)(4) for previously reported por message. The troubleshooting steps that were taken on the call resolved the issue. Agent redirected the patient to their managing hcp to discuss their 2 implants.

Event description:
Additional information was received from the patient. They reported that their programmer was acting up and pt wanted to get it replaced. Pt reported they can use it but could not get both legs to come on. The device was programmed for both legs. Only left leg is working but not the right one. Pt mentioned they had the ins go to sleep and pt had to get it back on and after that pt could not turn the right one on. Reviewed this is not related to programmer. Redirected to healthcare provider (hcp). Pt asked if a manufacturer representative (rep) can meet them at their appointment.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.